Manufacturer narrative:
The event of system explant due to lead migration was reported to abbott. The patient needs to have an MRI performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient leads migrated. As a result the drg system was explanted.